Event description:
Reporter alleged blood glucose comparative values when performed back to back within < 1 minute apart yielded results of 183 mg/dl versus 37 mg/dl and 289 mg/dl versus 37 mg/dl. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.